Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not come on". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering confirmed this condition to be a damaged switch printed circuit board. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of ?will not come on? Was confirmed and reproduced. The root cause was attributed to a damaged switch printed circuit board switch. The switch printed circuit board was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed the reported condition is not related to any previous reported problem for this pump.